Event description:
It was reported that during the prophylactic explant of the right ventricular (rv) lead the physician noted insulation damage on the lead. It was noted that it is unknown if the damage occurred during explant. The rv lead was explanted and replaced. No patientcomplications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo, the proximal conductor of the lead developed a fracture due to flexing while in vivo and the overlay tubing of the lead was extrinsically breached due to melting.